Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. Per clinic notes, the patient followed up in the clinic on 8/30/2017. Chief complaint was follow up hip/leg pain. Vitals: height 5 feet 9 inches/ 175.26 cm, weight (B)(6) pounds/ (B)(6) kg, bsa2.21 m2, bmi 31.9 kg/m2 temperature 98.2 f / 36.78 c ¿ oral, pulse 84, respirations 16, blood pressure 131/91. Allergies: morphine (verified allergy, severe, nausea, migraine, (B)(6) 2017 and (B)(6) 2017) prednisone (verified adverse reaction, intermediate, psychological issues, (B)(6)). Medications last reconciled on (B)(6)2017 11:49. Trimethoprim/sulfamethoxazole ds 160mg/800mg tab 1 ea oral twice a day (bid), hydrocodone/apap 7.5/325mg 1 ea oral three times a day (tid) for pain. Doxycycline hyclate 100mg cap oral twice a day (bid). Promethazine hcl 25 mg tab 1 tab oral every six hours for nausea. Alprazolam 0.5 mg tab oral twice a day (bid). Methocarbamol 500 mg tab 2 tab oral twice a day (bid) for spasms. Fluoxetine hcl 40mg cap (prozac 40mg) oral twice a day (bid). Omeprazole 40mg 1 cap 40 mg oral at noon. Testosterone cypionate 200mg/ml 1ml (depo testosterone 200mg/ml 1ml) 200mg/ml 1ml injection, intramuscular (im) every 2 weeks. Pravastatin sodium 20 mg tab. Per clinic notes the patient followed up for lab results. The information was reviewed with the physician. No changes were needed and no need to get the bactrim based on these. The patient was notified. Wbc 11.9 k/mm3, rbc 5.91 m/mm3, hgb 14.1 qm/dl, hct 44.3 percent, mcv 75 fl, mch 23.9 pg , mchc 31.8 g/dl, rdw 19.1 percent, platelet count 552 k/mm3, mpv 9.3 fl, neutrophil 63.8 percent lymphocytes 27.7 percent, monocytes 7.3 percent, eosinophil 0.2 percent, basophil 0.7 percent, neutrophil 7.6, lymphocyte 3.3, monocyte 0.9, eosinophil 0.0 basophil 0.1 k/mm3, immature gran 0.3 percent. Outstanding ambulatory orders were cbc without differential order date 8/30/2017; service date first available, nasal culture order date (B)(6) 2017 service date 2 months, anal spin w md/np order date (B)(6) 2017, service date today, anal spin w md/np order date (B)(6) 2017 service date today. Anal spin w md/np order date (B)(6) 2016 service date today. The patient followed up in the clinic on (B)(6) 2017. Chief complaint was back pain and leg pain, intrathecal (it) pump reprogramming. Allergies: morphine (verified allergy, severe, nausea, migraine, (B)(6) 2017 and (B)(6) 2017) prednisone (verified adverse reaction, intermediate, psychological issues, (B)(6) 2017). Vitals: height 5 feet 9 inches / 175.26 cm, weight (B)(6), bsa 2.28 m2, bmi 33.7 kg/m2, pulse 93, respirations 16, blood pressure 148/95 sitting, right arm, pulse oximetry 99 percent. Medication last reconciled on (B)(6) 2017. Gabapentin 300 mg cap oral at bedtime (qhs) for pain. Promethazine hcl 25mg tab 1 tab oral (po) every six hours for nausea. Alprazolam 0.5 mg oral twice a day (bid). Methocarbamol 500 mg tab 2 tab oral twice a day for spasms. Fluoxetine hcl 40mg (prozac 40mg) oral twice a day. Omeprazole 40 mg cap oral at noon. Testosterone cypionate 200mg/ml 1ml (depo testosterone 200mg/ml 1ml) 200mg/ml 1ml injection, intramuscular (im) every 2 weeks. Pravastatin sodium 20 mg tab. Last dose: medication: xanax date: (B)(6) 2017; time: 06:00 (took half tablet this am). Opioid risk tool-male psychological disease: depression (1) risk total: 1 phq-2. Problems in the last 2 weeks: several days-1 little interest in doing, >half of days-2 feeling down. Depressed denies thoughts of harming self but was more depressed due to not being able to sleep and feeling drained. Phq-2 score (B)(6) 2017 and (B)(6) 2017. Bilateral lumbar 3,4,5 radiofrequency ablation (rfa) (B)(6) 2007, bilateral lumbar medial branch blocks (lmbb) (B)(6) 2007. Hpi pain assessment: pain onset: other (all the time) the patient returned for a scheduled follow-up visit regarding the intrathecal pain pump. At the last office visit on (B)(6) , he reported no benefit from the previous increase of nearly 25% of his continuous infusion. The hcp then increased the pump another 23 percent. Today, he reports that he has continued to notice no significant difference in pain relief with this change. The hcp introduced gabapentin at bedtime, and the patient does report this has somewhat improved his sleep. The patient still wakes up a few hours later, however. Today, he denies having any new pain. He still indicates that his back pain and leg pains are suboptimally controlled. He denies having any fevers, chills, or change in bowel/ bladder habits. He continues to smoke approximately 5 cigarettes per day. Body site: leg (bilateral), lumbar spine average pain out of 10: 6, back pain out of 10: 8 radicular features: yes limb: right leg, left leg. Radiates how often: daily. Progress: stable. No numbness/tingling. Weakness in legs bilaterally. Pain descriptors: stabbing, throbbing, sharp, aching, pain at night. Associated symptoms: depression, focal tenderness, limited range of motion, muscle spasms. Muscle weakness. Conservative treatment history : type of treatment: activity modifications results of treatment: decreased pain level. Inspect date reviewed: (B)(6) 2017. Last drug screen: (B)(6) 2017. Type of screen: urine. Behaviors: no signs of aberrancy, no signs of intoxication. Agreement for opioids: (B)(6) 2014. Preprocedure pain scale: 6, pain scale used: numeric (0 10) physical exam general appearance: comfortable/resting, no acute distress, no signs of intoxication, good hygiene. Orientation: alert and oriented x3 activities of daily living: independent speech: clear, appropriate. Bmi: 30-3. S=obese. Degree of pain behaviors: mild pain behaviors: vocal complaints psychiatric: pleasant, appropriate integumentary: grossly normal color, no lesions. Heent: normocephalic, eom intact, conjunctivae clear. Respiratory: normal depth and pattern, non-labored abdomen: soft, non-tender. Pump site; minor medial stitch abscess, otherwise appears well-healed neuro: gait: stable: normal gait, antalgic; normal gait, without assist: normal gait. Assessment/plan: final impression chronic lumbar pain,-lumbar post-laminectomy pain syndrome,lumbar degenerative disc disease, active spinal cord stimulator system, tobacco use disorder. The patient was still below his pre-surgical continuous infusion rate. However, he reports no change with the large increases at his last two office visits. The hcp encouraged tobacco cessation to optimize his outcomes. The patient may increase to 3 gabapentin 300mg (900mg) at bedtime.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. Per clinic notes, the patient followed up in the clinic on (B)(6)2017 post pain pump revision. (See manufacture report # 3004209178-2017-19206) patient weight was (B)(6). Temperature 98.2 f / 36.78 c - oral pulse 100, respirations 16 blood pressure 138/98. The patient presented with incision intact and dermabond in place. Upon palpation, the skin inferior to the intrathecal pump (itp) area was warmer than the rest of abdominal skin. Upon questioning, the patient does report temperatures as high as 100.1 over the week end and noted fever and chills. The hcp consulted with physician and he did come into the room and evaluate the patient. He agreed with the assessment as noted. There appear to be no further signs/symptoms of concern. The physician suggested obtaining complete blood count (cbc) and erythrocyte sedimentation rate (esr) and the plan was to order these (B)(6) 2017. The physician requested that bactrim ds be ordered for the patient to take f or 7 days and the plan was to do this. The patient was agreeable to these. New medications: trimethoprim/sulfamethoxazole ds 160mg/800mg tab: 1 ea po bid #14. New diagnostics: pain ctr urine drug screen (B)(6) 2017. Diagnosis: long term (current) use of opiate anal gesic. Allergies: morphine (verified allergy, severe, nausea, migraine, (B)(6) 2017); prednisone (verified adverse reaction, intermediate, psychological issues, (B)(6) 2017). Diagnoses: chronic lumbar pain. Lumbar spondylosis without myelopathy. Lumbar degenerative disease .chronic use of intrathecal pain pump. Medications were last reconciled on (B)(6) 2017. Hydrocodone/apap 7.5/325mg hydrocodone/apap 7 ,5/325mg) 7.5 mg/325 mg tab 1 ea po tio for pain, #15 tab; doxycycline hyclate 100mg(doxycycline hyclate 100mg) 100 mg cap 100 mg po bid, #10 cap promethazine hcl 25mg (promethazine hcl 25mg) 25 mg tab 1 tab po 06h for nausea for 30 days, #30 tabs. Alprazolam 0.5 mg (alprazolam 0.5 mg) 0.5 mg tab 0.5 mg po bid, tab methcarbamol 500mg* (methcarbamol 500mg) 500 mg tab 2 tab po bid for spasms for 30 days, #120 tab, fluoxetine hcl 40mg (prozac 40mg) 40 mg cap 40 mg po bid, #30 cap omeprazole 40mg (omeprazole 40mg) 40 mg cap 40 mg po noon, cap testosterone cypionata 200mg/mi 1ml (oepo-testosterone 200mg/ml 1ml) 200 mg/ml lnj 200 mg im every 2 weeks, vial, pravastatin sodium (pravastatin sodium) 20 mg tab 20 mg. Medication: hydromorphone (pain pump), norco ((B)(6) 2017), other (nyquil (B)(6) 2017) past medical history: hyperllpidemia, gastroesophageal reflux disease (gerd), chronic constipation, anxiety depression. Past surgical history: chest surgery (2 pneumothoraxes while having surgery) musculoskeletal: history of other musculoskeletal surgery (intrathecal pain pump), spinal cord stimulation (scs) revisions x 3). Tobacco use: smoking status: current every day smoker (started at age 17) smoking packs/day: 1/2 (electric cigarettes) quit status: quit date established (currently working on). Alcohol intake: none. Substance use: denies use (illegal substances), opiates (currently prescribed). Psychological disease: depression.